Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found removed/broken. The investigation found the top case is cracked by tube holder. Bottom case is cracked by l-bracket screws. Plunger head is cracked by all screws. The pump event history showed a motor not running error during occlusion test. The technician found the main board misaligned from extrusion caused by incorrect assembly of the device. The root cause was determined to be improper assembly of the device. The technician realigned main board, cleaned and greased the whole motor assembly. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that a motor not running error was observed. No patient injury was reported.